Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ok keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/27/2017 with the following findings: the keypad cover was undamaged. The up arrow keypad button was intermittently unresponsive. The keypad cover was removed, revealing that the up arrow button contact was misaligned. The pump was opened and no issues were found with internal keypad components. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.